Event description:
During surgery, it was reported that the universal oscillating saw attachment teeth which holds the blade became broken. Oscillation of the blade was increased. There was no warning inspected before it was broken. There was no patient harm; however there was a delay in surgery for approximately 30 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.